Manufacturer narrative:
Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in japan as follows: on (B)(6) 2014, (B)(6)proximal femoral nail anti-rotation was implanted for the patient who had a femoral trochanteric fracture. It was found on (B)(6) 2014 while the surgeon was confirming the progress of by applying load on the fracture site that the blade backed out. On (B)(6) 2014 during the revision surgery, the surgeon confirmed the lock of the blade was tightened. No surgical delay was reported. The surgeon commented that blade backing out is due to the patient¿s poor bone condition. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the proximal femoral nail antirotation (pfn) ii blade is locked and is damaged at the tip and the shank surface. It is likely that this is coming from the inserting and from the moving at the nail. The investigation was not able to determine the exact reason for this reported problem with the blade, it is possible that the blade backed out due to the poor bone as the surgeon commented. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.